Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a device abnormality. Reporter alleged an unknown message. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.